Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 400 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer was hospitalized due to the vehicle accident. Customer was not the driver at time of vehicular accident. Customer reported that the cannula was bent. Customer was assisted with resetting time and date on the insulin pump because time and date was incorrect. Customer was off of the insulin pump and taking manual shots which were working to bring his blood glucose down. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injection and discontinued pump therapy while in the hospital. Customer declined to perform the high pressure test. Customer reported that they were unsure if basal rates were programmed accurately. Customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s instructions. Customer confirmed that they were not in the hospital for high or low blood glucose and the accident was not caused by high or low blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).